Event description:
It was reported, the patient had passed out for an unknown reason. Since the event, the patient has been unable to receive adequate coverage. X-rays were taken and revealed lead migration. The patient will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.